Event description:
Event description boston scientific received information that this right ventricular lead would not pace at 5.0 v. A fracture was suspected. The lead was then surgically abandoned and replaced.